Event description:
It was reported to boston scientific corporation that while setting up for an obtryx sling placement case, the packaging was observed to be opened on the side. Due to a concern for sterility, the product was set aside and a second obtryx sling system was opened and used.

Manufacturer narrative:
Although the device is expected to be returned at this time, it has not been received by the manufacturer.